Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a de novo lesion in the moderately tortuous, moderately calcified, 95% stenosed proximal left anterior descending coronary artery. For pre-dilatation a 2.5 x 08 mm balloon dilatation catheter (bdc) was inflated to 10 and 12 atmospheres (atm). A 4.0 x 12 mm xience prime stent implant was deployed at a maximum pressure 13 atm. A non-abbott 4.0 x 8 mm bdc was used for post- dilatation and was inflated to 16 atm. Following post-dilatation a distal edge dissection was observed and a 4.0 x 15 mm xience prime stent implant was deployed to successfully cover the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.